Manufacturer narrative:
Date received by manufacturer: 08/07/2014. Conclusion / root cause: the cpu board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4). .

Event description:
The customer reported that the ventilator alarmed and restarted during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. Review of the device diagnostic log history noted restart occurrences as reported followed by subsequent vent inop due to restart occurrences. The fse replaced the cpu pcb board as a precaution to address the reported problem. Performance verification testing was completed per operating specifications and passed.